Event description:
After recent lateral procedure ((B)(6) 2021), it was found that an oro screw was backed out of a plate and the patient had a revision on (B)(6 )2026 to remove. Patient's principle complaint was side pain and discomfort with needing to pass a bowel movement which was elevated after a bowel movement.